Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indications for use were failed back surgery syndrome and non-malignant pain. It was reported that the patient's stimulation was turning off by itself and the patient did not provide an event date. The patient stated they had neuropathy in their leg and sometimes and the implant would charge slow or 'something'. Patient would use their walker and when they looked the stimulator would be off. The representative advised them to reset the controller; the manufacturer's patient services specialist (pss) reviewed information. The patient was describing alert message and when pss asked for more information, the patient stated they never had the problem. The patient also reported their implant was taking longer to charge and the battery didn't last longer when they used it at 90%. The patient stated the implant would empty overnight. The patient stated before it got charged quickly but now it took them 20 minutes to charge the implant. They had neuropathy in their leg and sometimes it was hard to be without their device. The patient stated sometimes they needed to remove the battery a nd sometimes they didn't. The patient said sometimes it worked sometimes it didn't and they had to wait longer for it to work. The patient also said they were taking pain medication and sometimes their leg was bothering them so they wrapped their leg in a blanket and it helped them. The patient stated they are in so much pain and were crying. The patient mentioned they had the device for more than 12 years and they loved it. Pss reviewed with patient that they could increase the stimulation, the patient stated they have it at 4.0 and increasing it would cause them to feel stinging. The patient said their pain came back when the stimulation came lower so they don't allow the stimulation to become lower. Pss redirected the patient to follow up with their healthcare provider to address the issue.